Manufacturer narrative:
It was reported a surgical clipper base sparked and flamed. End-user heard a buzzing noise and saw sparks and flames coming from the clipper. The clipper was unplugged from the wall; sparking and flame stopped. No serious injury occurred and no medical intervention was required. It was determined the device was part of a recall in 2015. It is unclear why the end-user had possession of the recalled clipper. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a surgical clipper base sparked and flamed.